Manufacturer narrative:
On december 15, 2022, mentor completed a reevaluation of the device per the new complications reported in this file. The following evaluation was added. Leak testing was performed, in accordance with mentor procedures, and no areas of gel bleed were detected during the analysis. The gel bleed reported could not be confirmed as the breast implant was returned without such condition. Although no gel bleed was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 29, 2022, mentor was notified that the patient had ultrasound imaging performed on (B)(6) 2022. The findings indicated areas of free silicone within the left and right breast axillae. As there was silicone in the breast axillae, the patient has bilateral granulomas. Additionally, the breasts implants she had removed on (B)(6) 2022, were reported intact (without any rupture), and as there was free silicone, bilateral gel bleed is appropriate. On august 26, 2022, mentor re-evaluated the file. The patient reported on (B)(6) 2022 that she was diagnosed with a right breast seroma, and on (B)(6) 2022 was diagnosed with a left breast seroma. She underwent an additional surgical procedure to aspirate the seroma fluid on (B)(6) 2022. The seromas were persistent. As a result, an ultrasound-guided drain placement and secondary aspiration on (B)(6) 2022 was performed. This information was not included previously as the seromas developed after explantation of the implants, which were not replaced. Upon further evaluation and additional information, it has been determined that the seromas are associated with the breast implants per the following reasoning. The seromas were seen in the same area where the explanted implants were previously placed (post-subpectoral implant explanation) and according to the ultrasound-guided drainage done on (B)(6) 2022, the seroma fluid was collected from the "implant capsular space". Manufacturer¿s reference number: (B)(4) after re-evaluation of the file, the bilateral seromas that developed have been associated with the breast implants which required additional surgical procedures for drain placement and aspirations. As such, h6 health effect - clinical code has been updated to include seroma and h6 health effect - impact code to include surgical intervention.

Manufacturer narrative:
On 28-jan-2022, it was found that additional information regarding the patient¿s symptoms was omitted from the previous report. Manufacturer's reference number: (B)(4) the diagnosis of pneumonia was confirmed by the patient¿s physician on (B)(6) 2021. After the removal surgery, the patient¿s pneumonia was also improved.

Manufacturer narrative:
On (B)(6) 2022, the suspected medical device was returned for evaluation. On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak test of the returned device. Visual analysis of the returned sample revealed that the breast implant appears yellow. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-dec-2021, the investigation on the suspected medical device was completed. Investigation summary : the analysis was completed based on a photo that was provided. Upon visual evaluation of the image provided in the complaint, the gel of the implant was observed yellowish. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with two mentor memorygel breast implant prostheses (right: 300cc, left:325cc) and suffered several unexplained systemic symptoms, including respiratory issues (coughing), pneumonia, and poor health. The root cause of the patient¿s symptoms is unclear. The patient stated that she started having respiratory issues in (B)(6) 2020. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2021. Upon explantation, the devices were observed to be yellow, but they were intact. The patient stated that her symptoms (except pneumonia) were improved after the removal surgery. The event date was estimated as (B)(6) 2020 based on available information. This report is for the left-sided prosthesis.